Event description:
It was reported that a pt had an irritation to the skin under the tape border only; not in a mirror image at the top and bottom of the stoma area. The pt uses a variety of skin care products. The pt has been followed by a md who recommended a steroid cream. The pt was encouraged to continue f/u; try avoiding tape border to skin by either cutting it away or using a barrier under the border. No add'l info was provided. Pt outcome is not reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Analysis is taken from a trending report of eval or adverse events finalized may 2011. The data presented is from three different product applications. The report states that there are no significant trends.